Event description:
It was reported that the pace/sense portion of the rv lead was capped and replaced with a new pace/sense lead due to oversensing of noise, and out of range impedance. The high voltage portion of the lead remains in use. No patient complications were reported as a result of this event. Further information received indicates that the high voltage lead impedance was high at greater than 200 ohms. The lead was capped and replaced. Upon replacement a 90 degree angle was noted in the lead at the suture sleeve. Further information from an atty alleges that the plaintiff has sustained and will continue to sustain severe physical injuries, and/or death, severe emotional distress, and mental anguish as a result of the lead.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The sprint fidelis lead model is included in a field advisory. Other: it was reported that the pace/sense portion of the rv lead was capped and replaced with a new pace/sense lead due to oversensing of noise, and out of range impedance. The high voltage portion of the lead remains in use. No patient complications were reported as a result of this event. Further information received indicates that the high voltage lead impedance was high at greater than 200 ohms. The lead was capped and replaced. Upon replacement a 90 degree angle was noted in the lead at the suture sleeve. Further information from an atty alleges that the plaintiff has sustained and will continue to sustain severe physical injuries, and/or death, severe emotional distress, and mental anguish as a result of the lead. No conclusion can be drawn; impedance, high, interference,oversensing.